Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed adjustments on the probes and performed an instrument check. The voltage was high and he adjusted it. The checks, blank cell calibration, calibration, and qc passed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 70.81 pg/ml. The repeated result was 6.97 pg/ml. The results were reported outside the laboratory. The sample was repeated as it is the laboratory's protocol to run all troponin t hs results in duplicate.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.